Event description:
It was reported that initial implantation of a total right hip endoprosthesis was performed in 2001. Revision surgery was performed due to unknown reasons 16 years later (2017) and pe liner was exchanged (already covered under (B)(4)). Recently, the patient alleged having continual strong pain in the right hip. The metal broken back of the hip bicon plus cup is radiologically visible and the pe presumably was found worn out again. The head was found decentered. Another revision surgery was performed on (B)(6) 2020. The healing process of the patient after the revision surgery was satisfying and x-rays show proper outcome.

Event description:
It was reported that initial implantation of a total right hip endoprosthesis was performed in 2001. Revision surgery was performed due to unknown reasons 16 years later (2017) and pe liner was exchanged. Recently, the patient alleged having continual strong pain in the right hip. The metal broken back of the hip cup is radiologically visible (presumably "bicon plus", smith & nephew, size 52) and the pe presumably was found worn out again. The head was found decentered. Another revision surgery was planned for wednesday (B)(6) 2020, though not confirmed yet.